Event description:
It was reported from the neonatal intensive care unit (nicu) that the device does not correctly identify the tb 1ml syringe size. When the tb 1ml syringe is placed into the device, sometimes there is a choice for a 1ml and 3ml syringe. Other pumps may only provide one choice of a 3ml syringe. The medication integrates properly, but since the device doesn't give the choice for the appropriate syringe size, the nurse chooses the only syringe size available. When this is done the full medication dose does not infuse, however the pump says the administration is complete. The nurse has to manually program the syringe for to infuse the remaining medication amount. A bd representative reached out to the customer stating that the bd 1ml and 3ml syringes have almost identical external barrel diameters. The size and content of the internal barrel chamber is smaller with the 1ml syringe. However, when loaded, the bd 1ml will have only one choice on the display: ¿bd plastipak 1 ml¿. Even if you press ¿all syringes¿, the only choice is for the 1 ml syringe. There are conditions that can cause the barrel diameter to be detected as being larger: thick labeling and adding a component to the syringe that is larger than the diameter of the syringe. Also, if the barrel clamp has been damaged internally it may not recognize the correct syringe. If you have troubleshooted and the correct syringe does not display, send the device to biomed for servicing. An incorrect syringe size should not be picked, as this can lead to inaccurate delivery.

Manufacturer narrative:
The reported issue that the device does not correctly identify the 1ml syringe size was not confirmed because no product or device logs were returned for investigation. No further investigation of this event is possible at this time; however bd has initiated a class iii field correction on 04aug2020 associated with the potential for an incorrect syringe size issue, and a CAPA ca-2018-0151 is opened to address this issue. No device history or qn search was performed since no source device serial number was reported by the customer. The device is used for treatment purposes.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. However the event occurred in the neonatal intensive care unit, therefore it is presumed that the patient was a neonate.

Event description:
It was reported from the neonatal intensive care unit (nicu) that the device does not correctly identify the tb 1ml syringe size. When the tb 1ml syringe is placed into the device, sometimes there is a choice for a 1ml and 3ml syringe. Other pumps may only provide one choice of a 3ml syringe. The medication integrates properly, but since the device doesn't give the choice for the appropriate syringe size, the nurse chooses the only syringe size available. When this is done the full medication dose does not infuse, however the pump says the administration is complete. The nurse has to manually program the syringe to infuse the remaining medication amount. A bd representative reached out to the customer stating that the bd 1ml and 3ml syringes have almost identical external barrel diameters. The size and content of the internal barrel chamber is smaller with the 1ml syringe. However, when loaded, the bd 1ml will have only one choice on the display: ¿bd plastipak 1 ml¿. Even if you press ¿all syringes¿, the only choice is for the 1 ml syringe. There are conditions that can cause the barrel diameter to be detected as being larger: thick labeling and adding a component to the syringe that is larger than the diameter of the syringe. Also, if the barrel clamp has been damaged internally it may not recognize the correct syringe. If you have troubleshooted and the correct syringe does not display, send the device to biomed for servicing. An incorrect syringe size should not be picked, as this can lead to inaccurate delivery.